Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, bunched, stretched, and lifted from the stent profile. The stent was moved distally over the markerband. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found one hypotube kink 210mm from the strain relief. This type of damage is consistent with force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jun-2016 it was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 20x3mm, concentric, de-novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 3.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage and stent moved on balloon.